Event description:
This 86 year-old white married female apparently was getting ready for breakfast. Patient states she was just sitting down in a chair in her apartment when she felt something snap in her left leg. Patient unable to get up and had a lot of pain. Was quite concerned about hip fracture. Patient's husband called the ambulance and patient was brought to the ER. On exam in the ER, patient was found to have no pain with internal or external rotation of the leg, but with flexion extension of the leg had pain in the thigh. X-ray was done and showed the area of the old fracture in the left femur is now refractured and the pin is broken at a screw point. Patient has had this in for about one year's time. Patient is now admitted for surgical consultation and possible repair and replacement of the pinning. Last hospitalization was in may of 1991, at which time the patient had the left femorala shaft fracture which was treated with open reduction and internal fixationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.